Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a deflection issue occurred. It was reported that the thermocool® smart touch® sf bi-directional navigation catheter could not be deflected as intended. The issue was resolved after changing to another catheter and the procedure was completed without patient consequence. The issue of inadequate deflection is not MDR reportable. On 08/17/2018 the complaint product was returned for evaluation. On 08/27/2018, the biosense webster inc. (Bwi) failure analysis lab identified a ¿cracked approx 2.5 cm from distal tip and there is exposed material from within the catheter. This issue of internal component being exposed has been assessed as an MDR reportable malfunction. As such, the awareness date for this reportable malfunction has been determined to be 08/27/2018.

Manufacturer narrative:
On 9/24/2018, the device history record (DHR) for the lot number 30004357l was been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The manufactured date and expiration date have been provided.. Therefore, expiration date and device manufacture date have been populated. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a deflection issue occurred. On 08/27/2018, the biosense webster inc. (Bwi) failure analysis lab identified a ¿cracked approx 2.5 cm from distal tip and there is exposed material from within the catheter. This issue of internal component being exposed has been assessed as an MDR reportable malfunction. Product evaluation details: the device evaluation has been completed. The device was visually inspected and it was observed a crack on the tip with exposed material. Then, deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. The t bar was found exposed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the t bar slippage cannot be determined, however, an internal corrective action has been opened to investigation this issue of t bar slippage. Manufacturer's ref # (B)(4).